Event description:
Allen medical was contacted by distributor (B)(4) following a pt-involved incident at (B)(6) hospital in (B)(6), during which an allen-manufactured shoulder positioner was used. According to the distributor, an anesthetized pt was being prepped for shoulder surgery and the medical staff went to sit the pt upright on the beach chair. At this time, the left side of the shoulder positioner became detached from the table rail and the pt moved down from a semi-sitting position to a horizontal position and was restrained by staff. The procedure, which had not yet begun, was canceled. The shoulder positioner was taken out of use. There was no injury to the pt. The anesthesiologist reported some back pain (no serious or permanent injuries) due to her effort to restrain the pt.

Manufacturer narrative:
The shoulder positioner was taken out of use and the case was canceled. The device has not yet been returned to allen for inspection. There is no clear indication that the unit, sold in (B)(6) 2006, malfunctioned in any way. A rep for the distributor examined the positioner the day following the incident and described the left side clamp assembly of the positioner as "worn" which could possibly indicate damage of some kind. The right side attachment was noted to be damaged or bent. Both conditions would be sufficient cause to have the device taken out of use by the hospital staff prior to use in pt cases. The product will be evaluated for its operation and condition when it is received and a determination as to root cause will be made at that time. When the investigation is completed a follow-up medwatch report will be submitted.